Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6). Correction made to e1: initial reporter last name: (B)(6). Correction made to e1: initial reporter address: (B)(6). Correction made to e1: initial reporter city: (B)(6). Correction made to e1: initial reporter e-mail: (B)(6). Additional information was added to d9, e3: occupation, g1: device manufacturer e-mail, h3, h4, h6, and h10. H10: the actual device and a photograph of the sample was received for evaluation. The device was received partially filled with a solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and no issue was observed of the sample. The photograph was reviewed and a white elongated polymeric appearing particles possibly of abs material was observed inside the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a, ¿small particle¿. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.